Event description:
It was reported that the customer experienced occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin.